Event description:
It was reported that the customer was caught in a rain storm and he got wet. It was stated that the customer was wearing the insulin pump and it worked for a day but then stopped working. It was reported that the insulin pump showed an alarm on the screen and fluid was visible under the lcd screen. The device was dropped but no cracks were noted. Initial blood glucose value was 150 mg/dl and it went over 300 mg/dl after one day of being disconnected from the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.